Event description:
The hospital called in and explained that the tip of the catheter broke off inside the patient. They were able to retrieve. At the time the event was reported by the hospital the penumbra representative in the area attempted to get additional information from the physician but he was unresponsive. Several attempts were made to get additional information without success. No injury to the patient was reported when the hospital called-in the issue. The exact date of the event is unknown. The reported event date (B)(6) 2012 is an estimate based on when the hospital called-in the complaint.

Manufacturer narrative:
Device investigation: results: there is a section of the catheter near the distal tip with stretching as evidenced by necking at the break site. The unbroken part of the catheter measures 132.5 cm from the hub-shaft junction to the break site. Conclusion: the damage noted in the complaint is confirmed. Based on the measured length of the catheter (132.5 cm versus 133.0 cm nominal length) it appears the only the marker band separated from the catheter. Without the distal portion of the break however, it is impossible to say for certain. The details of this case have not been made available by the hospital and therefore the circumstances of how the break occurred cannot be determined. However, the stretching seen indicates that sometime during the case, the catheter was pulled on with a tensile force greater than that of the catheter polymer, causing the material to stretch and eventually break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.